Manufacturer narrative:
Section b: event date not provided. Estimate was used for the event date. Section d4: unique identifier (UDI)#: not available. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. H4: manufacturing date was estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the ht70 ventilator shut down, stopped functioning, and did not generate an audible alarm. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.